Manufacturer narrative:
The stent was received fully mounted on the returned device. Product analysis confirmed that it was not possible to deploy the stent from the returned device. Visual examination found that the stent was partially deployed by 5mm and that the inner lumen was exiting out through the guidewire access port. Dissection of the shaft and withdrawal of the inner lumen revealed that a break had occurred in the inner lumen at the skived area. Breakage of the inner lumen is consistent with the reported restriction during stent deployment. During a functional analysis when the distal handle was retracted the inner lumen exited further out through the guidewire access port, and stent deployment was not possible. No issues were noted with the device or deployed stent that would have contributed to this occurrence.

Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a procedure performed the day before (patient age, gender and weight are unknown). According to the complainant, the device was inserted along with a guidewire into the biliary. After reaching the target lesion, the physician was unable to release the stent due to resistance. The device was pulled out from the scope and examined. The inner sheath was protruded from the guidewire exit port. The procedure was completed with another wallstent endoprosthesis endoscopic biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".